Event description:
Internal data from the patient's generator was received and reviewed. The settings from the date of implant and diagnostic test results were within normal limits. No further relevant information has been received to date.

Event description:
It was reported by the patient's neurologist that the patient passed away due to a seizure event. The physician reported that the patient was "very sick" and had "a possible dravet diagnosis." The device history records were reviewed and both the generator and leads passed functional specifications and quality tests prior to distribution. No further relevant information has been received to date.